Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Visual inspection of the returned product confirms the tip of the product has fractured and not all the pieces were returned. Dimensional analysis of hardness was performed and found to be conforming review of the device history records identified no deviations or anomalies during manufacturing. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during an initial procedure, the tip of the screwdriver broke inside the head and could not be removed. Attempts have been made and additional information on the reported event is unavailable at this time.